Manufacturer narrative:
The dispense check valve malfunction or leakage may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported probe leakage while washing buffer. The issue was attributed to a dispense check valve malfunction. The field service engineer replaced the part. Instrument was fully operational and returned to service. No indication of patient or user harm. No delay to testing.